Event description:
It was reported that device diagnostic testing resulted in high impedance. It was reported that the patient had recently undergone generator replacement surgery. X-rays were taken and sent to manufacturer for review. The physician indicated that he reduced the device settings; however, did not program the device off after observing the high impedance. The physician indicated that device diagnostic prior to generator replacement was within normal limits (dc dc code 1). Review of the x-rays identified that the lead pin did not appear to be fully inserted inside the generator connector block, but that the presence of a microfracture or other discontinuity could not be ruled out. The patient was referred for revision surgery. It was reported that the patient underwent generator replacement on (B)(6) 2013 and that the high impedance resolved. It is unknown if troubleshooting was performed to rule out a pin insertion issue prior to replacing the generator; however, a pin insertion is suspected. The generator has not been returned for analysis to date.

Event description:
The explanted generator was returned on (B)(6) 2013. Product analysis found that the pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.017 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 3.342% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Follow up with the physician indicates that the vns generator replacement was due to high impedance. No other information was provided.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. User error is suspected as it is likely that a pin insertion existed as per x-ray review from the recent generator replacement surgery.